Manufacturer narrative:
(B)(4). Batch#: unknown. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the harhd36 device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. In addition, the tissue pad was received damaged, melted not all present, and the missing portion was not returned. This blade tip portion may have broken off of the device during transport to our analysis site. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. If the device is activated across a clip, staple line, or other metal in the jaws, the blade could get damaged, subsequent activations may increase the severity of the blade damage. Once minor blade damage has occurred can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot: x94j24 , and no non-conformances were identified.

Event description:
It was reported that during a endoscopic pancreatoduodenectomy the ¿replace instrument¿ alert screen is displayed. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.